Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that it's been quite a while that the implant hasn't been working as good as it used to. Patient mentioned that they have been getting too much tingling sensation. When they called their healthcare provider (hcp), they were advised to change groups and increase or decrease stimulation, however, they have done that, but the tingling sensation is still there. Patient mentioned that primarily they would stay for range of 8 for stimulation. Patient just had an appointment with hcp earlier and was advised to check with manufacturer representative (rep) "for the device to be recalibrated".